Event description:
During review of the patient's programming history, it was observed that a faulted system diagnostic test occurred on (B)(6) 2010 which changed the settings to unintended parameters. The settings were not corrected until (B)(6) 2010. A final interrogation was performed on (B)(6) 2010 but the settings were not corrected prior to the patient leaving the clinic. No adverse events were reported as a result.

Manufacturer narrative:
Analysis of programming history.